Event description:
Reporter recently had a needlestick because after giving lovenox injection, needle protector did not engage. Apparently the rn tried to engage the "stuck" needle protector and ended up with a needlestick to her thumb. This appears to be a product/equipment failure. This product is purchased by pharmacy. In talking with nursing staff about lovenox, they mentioned that some prefilled products have an automatic needle protector while others have to be manually engaged. This difference may also have contributed to the needlestick.